Event description:
It was reported that there was an error upon boot up of the programmer. The programmer was returned for servicing. The event occurred prior to pacing clinic starting, so there was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, a software error was found. As a result the software was reloaded. It was also noted that the power bay assembly was broken, the stylus was missing, the electrocardiogram (ECG) connector was broken and there was corrosion on the link electronic module (lem) circuit board. (B)(4).